Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with serial number label missing, missing display window/cover, corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that down arrow did not allow insulin pump to navigate screen. Customer reported that customer was not able to unlock, buttons were unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.